Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient went 5 weeks without charging resulting in the ipg becoming inoperable.

Manufacturer narrative:
Date of event- event date is an estimate.

Event description:
It was reported that the patient was experiencing issues recharging their ipg. As result their ipg became inoperable. The ipg was explanted and replaced.